Manufacturer narrative:
New information was received on 2026-01-02 from the customer that after the fault appeared, the hls cable and the pressure sensor connector port on the oxygenator were checked and no fault was found. Following patient information was shared: male, 62 years old. The weight of the patient is not available. Further the pump did not stop due to the pressure fluctuations. The set was primed on (B)(6) 2025 and connected to the patient on the same date at 2:33pm. The patient passed on (B)(6) 2025 at 7:30pm. Additionally the information was received that the hls set was not replaced during treatment. The ECMO was successful despite the fluctuating venous pressure readings. The customer did not had a backup cardiohelp device available. The customer confirmed that the patient did not die because of the incorrect pressure readings. The patients immediate cause of the death was a hypoxic-ischemic brain damage and the underlying cause of death was a coronary artery disease. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID # (B)(4).

Manufacturer narrative:
The event occurred in finland during treatment. It was reported that a hls set connected to a cardiohelp was primed according to the instructions and the device worked normally after connected to the patient while in angiography. However, on a later point, without any obvious change in treatment, the venous pressure (pven) stopped appearing on the cardiohelp and an alarm was displayed ¿venous pressure outside of the alarm limits¿. The treatment was continued, the flow remained constant and the arterial, internal and delta pressure remained constant. An attempt was made by the customer to fix the problem by removing the hls cable from the hls module and checking the pins and it was confirmed that there was no dirt and the pins were in place and intact. According to the customer the pven appeared from time to time and pressure values from +500 till +900 were displayed. Additionally, the pven also showed negative values. The customer changed the revolutions, but this did not affect the venous pressure. The customer monitored the flow and the suction effect of the hoses. In addition, towards the end of the treatment the cardiohelp displayed the alarm ¿pven disconnected¿ a few times. The alarm went away by itself. The patient passed away. The customer confirmed that the patient's death was not related to a malfunction of the pven sensor. The patient passed. A pressure reading issue, can lead to a pump stop, if the intervention is set by the user, therefore a report is required. New information was received on 2026-01-02 from the customer that after the fault appeared, the hls cable and the pressure sensor connector port on the oxygenator were checked and no fault was found. Following patient information was shared: male, 62 years old. The weight of the patient is not available. Further the pump did not stop due to the pressure fluctuations. The set was primed on (B)(6) 2025 and connected to the patient on the same date at 2:33pm. The patient passed on (B)(6) 2025 at 7:30pm. Additionally the information was received that the hls set was not replaced during treatment. The ECMO was successful despite the fluctuating venous pressure readings. The customer did not had a backup cardiohelp device available. The customer confirmed that the patient did not die because of the incorrect pressure readings. The patients immediate cause of the death was a hypoxic-ischemic brain damage and the underlying cause of death was a coronary artery disease. The affected cardiohelp device was inspected by a getinge technician and no fault was found and can therefore be excluded. Additional information was received from the getinge technician that the connection cable for internal sensors was replaced during the last preventive maintenance on 2025-09-30 and he confirmed again that there is no issue with the hls cable. The affected product was investigated in the getinge laboratory on 2026-02-19 with following conclusion:"the reported failure could not be confirmed. The hls set functioned as expected. There was no visual contamination or corrosion on the connector pins. The most probable root cause is:- electrolyte solution, which may got into the connector and affected the measurement of the pressure- hls cable corrosions, contaminations or electrical damages inside the cable" the hls cable was returned and investigated by getinge life-cylce-engineering on 2026-03-20 in complaint: (B)(4) (mfg report number: 8010762-2026-0000098). It could be confirmed that the hls cable has no malfunction. A medical review was performed by getinge medical affairs on 2026-03-27 with following conclusion:"based on the information available from the complaint report, the log files, the service documentation, the investigation of the hls module, and the customer-provided statements, no definitive technical root cause for the reported fluctuation and intermittent loss of venous pressure (pven) values could be identified. The venous pressure sensor of the returned hls module functioned as intended during the complete laboratory investigation, including sensor calibration, priming, and operation under varying test conditions. No malfunction or deterioration of the pressure sensor, flex cable, or sensor housing was found. Therefore, no confirmed device-related root cause within the investigated hls module could be established. As no clear root cause was identified, several reasonable and possible causes remain. A possible root cause is the presence of electrolyte or priming fluid in the 16-pin connector (of the hls cable) during clinical use. Although no contamination or corrosion was visible during the investigation, temporary fluid ingress cannot be excluded and could theoretically influence pressure signal transmission. Another possible cause is a malfunction or intermittent disturbance within the connection cable used during treatment. The cable that was in clinical use was not included in the returned material at the time of investigation and therefore could not be evaluated. According to the information available from the related service history, the cable had been replaced earlier in the year due to corrosion, indicating that this component may be susceptible to wear-related failure. A further reasonable cause is an intermittent disturbance at the pressure sensor connector during clinical handling, although the customer stated that the connector pins were clean and intact. The patient passed away during the same treatment session. According to the customer¿s statement, the patient did not pass as a result of the abnormal pven readings, and the medical team confirmed the immediate cause of the expiration of the patient was hypoxic-ischemic brain injury with underlying coronary artery disease. There is no information suggesting that the fluctuating pven values contributed to the patient¿s outcome, nor that the device behavior altered the clinical course. No association between the reported pressure behavior and the patient¿s death can be established based on the available records. No malfunction of the returned hls module was identified. All functional tests of the internal pressure sensors-including the venous pressure sensor-were passed without any abnormalities. No decline in product performance could be reproduced under controlled conditions. Accordingly, no connection can be demonstrated between any internal malfunction of the hls module and the event described in the complaint. The customer reported that the system was primed and operated according to the instructions for use, and that all connectors were checked for contamination or damage. The clinical actions described were consistent with typical troubleshooting steps. No deviation from expected handling procedures was identified from the available information. Regarding the general patient condition, the patient suffered from significant underlying cardiovascular disease. These comorbidities, as reported by the clinical team, were the medically relevant contributors to the clinical outcome. Based on the information provided, the abnormal pressure readings did not contribute to the deterioration or expiration of the patient. The possible hazardous situation related to the reported event would have been the presentation of unstable or implausible venous pressure values, which could theoretically influence clinical decision-making. However, the majority of monitoring parameters (flow, arterial pressure, internal pressure, delta pressure) remained stable according to the customer¿s statement, and no pump stop or therapy-relevant interruption occurred. The patient¿s expiration was attributed to underlying disease and not to device performance." According to the instruction for use (hls set, chapter "preparation and installation") the pressure sensors have to be checked before priming. In general, it should be noted that pre-priming can have a negative impact on the sensor function and the associated pressure values and can lead to the output of unexpected / implausible pressure values shortly before use, as indicated in chapter "priming the system", where it says "only fill the system shortly before use and in accordance with the priming instructions. Calibration values are lost when the drive unit is switched off". The production records of the affected product were reviewed on 2026-03-24. According to the final test results, the product passed the tests as per specifications. Production related influences are unlikely. The review of scrap, rework, enhancements and design changes were reviewed and no abnormalities in regards to the reported failure were found. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regards to the reported failure. Based on the results the reported failure "pressure reading issue" could not be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Note: this event occurred on the finland market. It is a significantly similar device to "hls set¿ which is sold in the USA under premarket submission number k112360. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for hls set with catalog number 701069073.

Event description:
The event occurred in finland during treatment. It was reported that a hls set connected to a cardiohelp was primed according to the instructions and the device worked normally after connected to the patient while in angiography. However, on a later point, without any obvious change in treatment, the venous pressure (pven) stopped appearing on the cardiohelp and an alarm was displayed ¿venous pressure outside of the alarm limits¿. The treatment was continued, the flow remained constant and the arterial, internal and delta pressure remained constant. An attempt was made by the customer to fix the problem by removing the hls cable from the hls module and checking the pins and it was confirmed that there was no dirt and the pins were in place and intact. According to the customer the pven appeared from time to time and pressure values from +500 till +900 were displayed. Additionally, the pven also showed negative values. The customer changed the revolutions, but this did not affect the venous pressure. The customer monitored the flow and the suction effect of the hoses. In addition, towards the end of the treatment the cardiohelp displayed the alarm ¿pven disconnected¿ a few times. The alarm went away by itself. The patient passed away. The customer confirmed that the patient's death was not related to a malfunction of the pven sensor. The patient passed. A pressure reading issue, can lead to a pump stop, if the intervention is set by the user, therefore a report is required. Complaint ID (B)(4).

Manufacturer narrative:
Additional information was received from the getinge technician that the connection cable for internal sensors was replaced during the last preventive maintenance on (B)(6) 2025 and he confirmed again that there is no issue with the hls cable. The affected product was investigated in the getinge laboratory on (B)(6) 2026 with following conclusion: "the reported failure could not be confirmed. The hls set functioned as expected. There was no visual contamination or corrosion on the connector pins. The most probable root cause is: - electrolyte solution, which may got into the connector and affected the measurement of the pressure - hls cable corrosions, contaminations or electrical damages inside the cable." A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID# (B)(4).